Event description:
I received synvisc injections in my right knee. With each injection, I suffered from fever, headache, extraordinary pain and inflammation at the injection site, sweats, chills and body aches. The course of treatment is 3 injections. With each injection, the symptoms became more severe. Frequency: 1 inj/week. How was it taken or used: subcutaneous. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product: (B)(6) 2016. Did the problem return if the person started taking or using the product again: yes. Reason for use: osteoarthritis.